Manufacturer narrative:
The device has not been returned to invacare. Invacare has been unable to inspect the device and has received limited information. Based on the limited information, invacare has not been able to determine what if any malfunction occurred.

Event description:
The end user was travelling down a sidewalk in a tdx4 power chair when suddenly and without warning, he was thrown forward and fell out of the power chair. Serious injury was sustained. Injuries to his lower extremities including a right distal femur fracture requiring an above the knee amputation, injuries to his neck back and spine, various lacerations, abrasions and contusions, a spraining, straining and tearing of the muscle, tendons, ligaments, discs, nerves, and vessels throughout his body.